Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: not provided. Patient weight: not provided.

Event description:
It was reported that the mount was difficult to separate from the implant. Patient will not have to return to place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; d4: expiration date and UDI; g3: date received by the manufacturer; h1: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Functional testing to recreate the reported event; verified the devices do not disengage. Malfunction. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on an unknown tooth site (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 & biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique may lead to device failure. DHR review: DHR review was completed for the subject lot number (2019111817). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019111817) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (nt585). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, and functional testing device malfunction did occur and the reported event was confirmed.